Event description:
Olympus was informed about a literature study performed by authors in taiwan which contains reports about the following adverse events: mild pain after esd which usually resolved within 24 hours without the need for any treatment, a perforation during ster, antibiotics administered for 5-7 days, diet wasn't resumed until pain intensity decreased, typically around 24-48 hours after esd or ster, subcutaneous emphysema occurred when using co2 insufflator during procedure, patient recovered after receiving supportive care and without further surgery, unspecified bleeding and unspecified infection. However, the literature does not clearly state a malfunction of the olympus hf-generator esg-100 nor its direct involvement in the adverse events. Since an association between the adverse events and the olympus hf-generator could not be ruled out completely so far, the authors of the study have been contacted for clarification. No further information was provided.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed about a literature study performed by authors in taiwan which contains reports about the following adverse events: 1.) Mild pain after esd which usually resolved within 24 hours without the need for any treatment, 2.) A perforation during ster, antibiotics administered for 5-7 days, diet wasn't resumed until pain intensity decreased, typically around 24-48 hours after esd or ster, 3.) Subcutaneous emphysema occurred when using co2 insufflator during procedure, patient recovered after receiving supportive care and without further surgery, 4.) Unspecified bleeding and 5.) Unspecified infection. However, the literature does not clearly state a malfunction of the olympus hf-generator esg-100 nor its direct involvement in the adverse events. Since an association between the adverse events and the olympus hf-generator could not be ruled out completely so far, the authors of the study have been contacted multiple times for clarification, but unfortunately without any success.

Manufacturer narrative:
Additional information: b5 - describe event or problem; device evaluation: the suspect medical device was not returned to the manufacturer for evaluation/investigation. Therefore, the evaluation was performed exclusively based on the information provided in the literature study. According to the study at hand, there are no reports of any malfunction of an olympus device. Thus, the affected device is assumed to meet its specification. Since there is no indication of a technical malfunction/defect, no comprehensive investigation could be performed, and no cause could be determined. Furthermore, a manufacturing and quality control review could not be performed since basic data of article identification (serial number) are missing. Instead, the manufacturing and quality control review was performed for the last 24 months of production without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.